Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that one of the push nuts on the consumer walker fell off and was lost.